Event description:
Caller states during a correlation study, the following coaguchek s/coaguchek xs results were obtained: patient 1: 1.4 inr/2.0 inr. Patient 2: 1.6 inr/2.2 inr. Patient 3: 3.0 inr/4.0 inr. Patient 4: 2.6 inr/3.4 inr. Patient 5: 1.7 inr/2.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4). No patient information provided.